Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the bifurcation of the left main artery and diagonal branch. The physician implanted a 2.25x24mm promus element stent in the diagonal branch. Then the physician advanced a quantum balloon catheter for postdialation, however the balloon catheter caused deformation of the proximal edge of the implanted stent. There was geographical miss of the ostium of the diagonal branch. The procedure was completed with another of the same device. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device codes #1059 and #2915 relate to component code #515. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).